Event description:
Information received with return of the explanted device notes that the patient felt "odd" after a bath and his pulse was found to be 40 bpm. The patient was admitted to the hospital and diagnosed with heart block. The device exhibited no output, capture or sensing and could not be interrogated. Dashes (---) were displayed for most of the parameters. The patient is pacemaker dependant.